Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the tevar procedure, when the coda balloon catheter was used, the balloon ruptured after inflation. There was a delay reported and another device was used to complete the procedure successfully.